Event description:
A malfunction was reported with a pump where the screen went dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.